Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Document only, customer declined assistance from helpline. It is noted that customer received no delivery from insulin pump and blood glucose was 500 mg/dl. No further information provided.